Event description:
A report was received that the patient had scar tissue built up at the incision site following a previous revision. There was fluid leaking from the incision site. The physician opened up the incision, cleaned it out and sealed it back up. The patient is doing well and no other treatment was required.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 serial#:(B)(4) description: enh st ld kit. 50 cm.